Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose levels reached an unknown level while wearing the pod longer than 48 hours. Symptoms reported include weak and dizzy. The patient was treated with IV(intravenous) fluids and insulin drip. The patient was still in the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.